Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional, via a manufacturer representative, reported that a new, unopened implantable neurostimulator (ins) did not connect to two different rechargers while the patient was intubated. The recharger worked with another ins and showed no problems. The ins was changed for another one.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found the hybrid had an eeprom anomaly. The ins was received in an unopened sterile package. The ins did not have telemetry or output. After one physician mode recharge telemetry was restored. The ins was found to have overdischarged prior to the use before date (B)(6) 2016)) and the service life had not been started. After fully recharging the ins, the battery voltage was monitored for a period to time and appeared to be draining more rapidly than normal for a device with the service life not started. Destructive analysis found high current drain from the hybrid circuit while in the "locked/shipping" mode. The high current drain was isolated to the four eeprom components on the hybrid circuit. The u5 eeprom was found to have cracks extending into the active circuitry.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found an eeprom anomaly of the hybrid circuit. The ins was received in an unopened sterile package. The ins did not have telemetry or output. After one physician mode recharge telemetry was restored. The ins was found to have overdischarged prior to the use before date ((B)(6) 2016) and the service life had not been started. After fully recharging the ins, the battery voltage was monitored for a period to time and appeared to be draining more rapidly than normal for a device with the service life not started. Destructive analysis found high current drain from the hybrid circuit while in the "locked/shipping" mode. The high current drain was isolated to the four eeprom components on the hybrid circuit. The u5 eeprom was found to have cracks extending into the active circuitry. Due to the type of damage in the u5 eeprom, further testing to provide a definitive source of the high current drain could not be done.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.